Event description:
The end user reported that the tail and tail closure system of the pouch rubbed against the inner side of her left thigh. After three to four days of wear, the end user developed a rough, reddened patch of skin on the anterior portion of her upper thigh. The patient was referred to her health care professional for treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Height: (B)(6).